Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No displayable history crc check failed on startup or software error bad pointer alarm during testing noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that multiple power error was detected in insulin pump. Blood glucose was unknown. Troubleshooting was performed. Customer stated the insulin pump was not stored without a battery or a dead battery for an extended period of time. Customer reported that error alarm was occurred in second time also. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.